Event description:
A (B)(6) male patient underwent initial endovascular aortic repair on (B)(6) 2011. Final aortogram displayed type 3 possible type 2 leak coming in around the ipsilateral limb of the main body. Reballooned and the leak was still present. Textbook IFU.

Manufacturer narrative:
(B)(4) - no consequence to patient reported. (B)(4) - endoleaks are addressed in the IFU. Event is still under investigation.